Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The responding position was not aligned with the touched position, so there was no response when the position for the alarm silence button was pressed and as the result, alarms were unable to be silenced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device alarm silence did not work. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit kept operating when the event occurred. There was neither delay in therapy nor medical intervention reported due to the event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.